Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d had premature battery depletion caused by high threshold measurements of the left ventricular (lv) lead. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that that the patient was experiencing pectoral muscle stimulation and it was noted that during follow up the right ventricular (rv) lead had increased rv capture thresholds since implant and that they were high. It was noted that the implantable cardioverter defibrillator (ICD) battery life was being ¿eaten up¿ as a result. Reprogramming was performed. The rv lead and ICD remain in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event.